Manufacturer narrative:
Concomitant medical products: baxter 100ml bag of 0.9%, nacl injection ndc 0338-0049-48, lot p350140, exp (B)(6) 2017, therapy date unk. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported an IV extension set separated at the anti siphon valve when used with a 1 ml syringe, presumed to be during an IV push with an unspecified medication. There was no report of leaking and no patient harm.

Manufacturer narrative:
The customer¿s report of tubing separation was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. The set was found to be separated at the engagement between the bottom of the anti-siphon valve and tubing sleeve component. Functional testing could not be performed due to the separation. The separated tubing was measured with lab calipers and was found to be within measurement specification of 0.158 in. Accordance to the schematic. The probable cause of the customer¿s report of tubing separation is due to excessive pressure being exerted during the push of fluid from the 3ml volume syringe causing the tubing to separate at that engagement.

Event description:
The customer reported an IV set separated at the anti-siphon valve when used with a 1 ml syringe, presumed to be during an IV push with an unspecified medication. There was no report of leaking and no patient harm.